Event description:
Brat 2 250 autologous blood processing bowls gasket leaked during processing of blood intraoperatively. Preventive maintenance company called in to check all brat at machines. All 4 checked out as good to go. Problem of bowl gasket leak continued to occur during surgery. All new unopened sterile bowls sent back to the sorin group in 2013 with replacements of a different lot stocked as replacement. Problem persist. Sorin called and I reported that the bowl gaskets were failing in 50% of the bowls. Sent defective bowls to sorin.